Event description:
It was reported to boston scientific corporation that a graspit urological grasping forceps was used during a stone management procedure. According to the complainant, during the procedure, when the surgeon attempted to use the device for the first time it was noticed there was no end. It was reported that nothing detached into the patient. The procedure was completed with another graspit urological grasping forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of event is unknown; however it was reported to be around (B)(6), 2011 the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found the device in the closed position and kinks were identified on the outer sheath. The grasper was present and closed. Functionally the grasper would not extend due to the kinks on the sheath. Once the kinks were straightened, the grasper would open and close normally. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned incident device was not consistent with the complaint that the grasper was missing. The grasper jaws were present and attached to the wire sub assembly. Kinks however were found on the outer sheath which impacted the device performance. The most probable root cause for the kinks is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the sheath to kink. Based on the device evaluation, this complaint is no longer considered a reportable event. (B)(4).

Event description:
It was reported to boston scientific corporation that a graspit urological grasping forceps was used during a stone management procedure. According to the complainant, during the procedure, when the surgeon attempted to use the device for the first time it was noticed there was no end. It was reported that nothing detached into the patient. The procedure was completed with another graspit urological grasping forceps device. There were no patient complications reported as a result of this event.